Manufacturer narrative:
It was reported that the patient experienced pain and discomfort while using the volara device. The patient received training and started volara therapy on (B)(6) 2024. The patient reportedly completed two therapies/day on (B)(6) 2024 and (B)(6) 2024. The patient expressed discomfort from cpep and did not like the feeling of chfo. He only used the low preset which included cpep 5, chfo 15, 4 cycles at 2min 30 sec each. The patient reportedly struggled to maintain a seal with the mouthpiece or mask due to left-sided hemiplegia since his stroke in 2016. On (B)(6) 2024, the patient was reportedly hospitalized for a severe bladder infection and atrial fibrillation. Per the patient, the healthcare team was uncertain if the volara device and/or bladder infection caused the atrial fibrillation and volara therapy was held. The patient was treated with aerosol therapy via nebulizer with albuterol. No additional treatment was reported. On (B)(6) 2024, the patient was discharged. Additional medical history includes pulmonary exacerbations requiring hospitalization, diaphragm impairment, obstructive sleep apnea, diabetes mellitus, and heart disease. Per the patient, there has been no documentation of atrial fibrillation although it is assumed by the healthcare team that atrial fibrillation was the contributing factor leading to the patient¿s stroke. The patient¿s pulmonologist advised that the volara was not meeting the patient¿s needs and supported the decision to return the device. The patient is currently at home, resting comfortably, and using CPAP as needed during sleep. The volara system is intended for the mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and has the ability to provide supplemental oxygen when used with an oxygen supply. In this event, the patient experienced atrial fibrillation and a severe bladder infection, which required medical intervention (hospitalization) to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The patient¿s healthcare team was uncertain if the volara device caused or contributed to the event of atrial fibrillation and ultimately discontinued use of the device. The cause of the event is likely multifactorial due to the patient¿s medical history. Additionally, increased pressure from lung disease and the use of heart stimulating medications such as albuterol, may serve as stimulants to trigger initiation of atrial fibrillation, therefore, it is undetermined at this time if the volara therapy caused or contributed to the serious injury. An inspection of the device is pending. The complaint will be reassessed upon receipt of additional information. (B)(6) 2024 evaluation update: the device was returned to baxter for inspection without the patient circuit used in the alleged incident. No device damage was observed, and no error codes were noted in the error logs. The device powered up normally and started a therapy session normally. Pressure and flow specifications were verified and found to be within specification. The device passed all test specifications and functioned as designed. It is unlikely that the volara device caused or contributed to the reported event.

Event description:
It was reported that the patient experienced pain and discomfort while using the volara device. On (B)(6) 2024, the patient was reportedly hospitalized for a severe bladder infection and atrial fibrillation. This report was filed in our complaint handling system as complaint #(B)(4).

Event description:
It was reported that the patient experienced pain and discomfort while using the volara device. On (B)(6) 2024, the patient was reportedly hospitalized for a severe bladder infection and atrial fibrillation. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the patient experienced pain and discomfort while using the volara device. The patient received training and started volara therapy on (B)(6) 2024. The patient reportedly completed two therapies/day on (B)(6). The patient expressed discomfort from cpep and did not like the feeling of chfo. He only used the low preset which included cpep 5, chfo 15, 4 cycles at 2min 30 sec each. The patient reportedly struggled to maintain a seal with the mouthpiece or mask due to left-sided hemiplegia since his stroke in 2016. On (B)(6) 2024, the patient was reportedly hospitalized for a severe bladder infection and atrial fibrillation. Per the patient, the healthcare team was uncertain if the volara device and/or bladder infection caused the atrial fibrillation and volara therapy was held. The patient was treated with aerosol therapy via nebulizer with albuterol. No additional treatment was reported. On (B)(6) 2024, the patient was discharged. Additional medical history includes pulmonary exacerbations requiring hospitalization, diaphragm impairment, obstructive sleep apnea, diabetes mellitus, and heart disease. Per the patient, there has been no documentation of atrial fibrillation although it is assumed by the healthcare team that atrial fibrillation was the contributing factor leading to the patient¿s stroke. The patient¿s pulmonologist advised that the volara was not meeting the patient¿s needs and supported the decision to return the device. The patient is currently at home, resting comfortably, and using CPAP as needed during sleep. The volara system is intended for the mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and has the ability to provide supplemental oxygen when used with an oxygen supply. In this event, the patient experienced atrial fibrillation and a severe bladder infection, which required medical intervention (hospitalization) to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The patient¿s healthcare team was uncertain if the volara device caused or contributed to the event of atrial fibrillation and ultimately discontinued use of the device. The cause of the event is likely multifactorial due to the patient¿s medical history. Additionally, increased pressure from lung disease and the use of heart stimulating medications such as albuterol, may serve as stimulants to trigger initiation of atrial fibrillation, therefore, it is undetermined at this time if the volara therapy caused or contributed to the serious injury. An inspection of the device is pending. The complaint will be reassessed upon receipt of additional information.